Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the driver shaft had broken. It is unknown when the breakage occurred. The issue was discovered during routine instrument inspection. There was no report of patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (drive shaft-minimum 520mm length-for use with ria, part number 314.743, lot 7432391).the subject device was received and visual examination shows that that the tip is broken off as complained. The subject device was analyzed for conformance to print specifications as well as the device history record was researched with no abnormal findings were identified. The helix is intact and the broken portion was not received. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued and/or having been subjected to excessive force. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Specific details regarding the technique used/handling which led to the device failure were not provided; however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft over lots of application leading to fatigue and ultimately the fracture at the distal tip. A definitive root cause could not be determined although no product fault was identified with regard to manufacture. Statement reported in initial medwatch# (B)(4) stated in error that the subject device is not distributed in the united states. The subject device is distributed in the united states. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The correct date returned to manufacturer was jan 18, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device rec'd by MFR: medwatch report follow-up #1 (B)(4) was submitted with the date of jan 18, 2015 in error. The correct date should have been jan 18, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.